Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013, at 21:52:09. During night drain cycle four, the patient's ultrafiltration reading was 1351ml, indicating the home patient (hp) drained 1351ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was a false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including the I-drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. The warning on page 15-46 states "bypassing a drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.